Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - drill. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the burr tip stuck in the milling handle. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; g3; h2; h6. No product was returned. The photograph provided shows the burr is assembled in the handpiece. It cannot be confirmed if it is stuck. For unknown milling burr: part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. For unknown milling burr: complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.